Event description:
Additional information was received that the patient underwent surgery on (B)(6) 2015. It was reported that the lead was not likely secured properly by the setscrew. When the surgeon removed the generator and slightly pulled on the lead, the lead came out easily from the header of the header. Once the pin was reinserted in the pocket, the impedance was noted to be 2656 ohms with no other issues. No products were explanted as the pin insertion resolved the high impedance.

Event description:
It was reported that the patient stopped feeling vns stimulation a few weeks prior to (B)(6) 2015 after a fall that was caused by a seizure. High impedance was observed and the vns was turned off by the physician. X-ray images were received and reviewed and there did not appear to be any gross fractures or discontinuities that might explain the high impedance. Impedance was reported to be within normal limits during patient's recent generator replacement surgery on (B)(6) 2014. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: this information was inadvertently left out of the initial emdr.

Event description:
Clinic notes were received indicating that the patient began having more frequent seizures and magnet activation was not working since patient stopped feeling vns stimulation.